Event description:
It was reported that the patient was admitted to the hospital with a pocket infection and symptoms of dyspnea, weakness, and fever. Cultures confirmed an infection. The device pocket appeared erythematous, warm, and red. The entire system, including the implantable cardioverter defibrillator (ICD), right ventricular lead, and right atrial lead, was explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis